Manufacturer narrative:
Other, other text: h6 evaluation codes: updated. This report is for the battery itself, the pump is being evaluated under mrn 3012307300-2023-06202. One device was received for evaluation. Visual inspection found the labels to be undamaged, but the tamper seals were missing. The item was observed to be totally damaged and scorched on the upper left side. Review of the device history record is not applicable in this case because the device manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. Upon visual inspection, the device cannot be connected to a charger because it is totally damaged. The included power supply with the battery was also tested and was revealed to be functioning as intended. The reported problem was confirmed, and the cause is unknown.

Event description:
It was reported that device battery exploded during in use. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: d4 (UDI) and g5 are unknown; no further information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.